Event description:
It was reported that the stapler jammed. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot#: 73h1600687 was manufactured on 08/29/2016 a total of 18,000 pieces. Lot was released on 09/01/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler was returned with its trigger partially engaged. The stapler appears used as there is biological material present on the device. The first few staples appear to be slightly misaligned. The stapler was returned with 33 staples remaining in the device indicating that at least 2 staples were fired by the end user. Reference file: (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, a staple was able to properly form and release. This was repeated with the same result. However, the third staple was unable to properly form due to the slight misalignment of the staples. The remaining staples were able to fire properly. The device was disassembled , and it was confirmed to have been assembled correctly. A microscopic examination of the staple tips of the misaligned staple was performed with no burrs or defects observed. The IFU for this product: l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to slightly misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. One staple misfired due to the misalignment, but the rest of the staples were able to fire properly. The potential cause of this complaint issue could not be determined.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler jammed. There was no patient injury.